Event description:
It was reported that during the subclavian placement of the spring wire guide (swg) in the recovery room, the swg would not pass through the needle. The needle and swg were removed as one and a new attempt was successfully made. There was a delay of 5 minutes. No surgical/medical intervention required. No patient complications.

Manufacturer narrative:
(B)(4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore it is reportable. Device evaluation: an ars, introducer needle and swg were returned for evaluation. Needle remained attached to syringe and swg was inside assembly. Swg had multiple kinks visible within the needle hub and could not be removed from needle or syringe without causing further damage. A hand pull test on the proximal end of swg confirmed that it was unraveled. Coils near the distal end were stretched to allow inspection of the weld; core wire was broken adjacent to the distal weld. Microscopic inspection revealed a plastic deformation and necking of swg in area of the break. The distal weld appeared full &and remained attached to the unbroken coil wire; proximal weld remained intact. Based upon the measured length of the broken core wire, no pieces appeared to be missing. Diameter of the swg was measured and met specification. Instructions for use describe suggested techniques to minimize the likelihood of swg damage during use and caution that withdrawing the swg against the needle bevel or use of excessive force during removal could damage or break the swg. The device history records for the swg were reviewed with no findings relevant to this complaint. The investigation found no evidence to suggest a manufacturing related cause. The reported complaint of swg unraveling was confirmed through visual inspection of the returned sample. Arrow swg's of this size are designed and manufactured to withstand a tensile force that is higher than the bs en iso (B)(4) standard of 1.1 pounds force for this size swg. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of swg kinking. Swg breakage may occur if a force greater than the design specification is applied during removal. Quarterly trending indicates a low, stable rate for unraveled or separated swg complaints. Based on these circumstances, the potential cause of this issue is procedure/patient anatomy related.